Manufacturer narrative:
(B)(4). Approximate age of device - (B)(6). The mobile power unit is not a single use device. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted for infection with mentation. During this admit, a log file was provided to the technical service representative for review. The data confirmed two events where the system controller registered no external power. The first was on 19dec2017 at 23:33. This appeared to be caused by the mobile power unit (mpu) being unplugged from the wall outlet. The second occurred on 27dec2017 at 2:43. This was caused by the patient disconnecting both of the batteries from the system controller. The rest of the file did not show any unusual events. The patient was asymptomatic. No additional information was provided.